Event description:
It was reported that the patient had hardware removal of the right leg, revision of internal fixation, and bone grafting due to continued pain, swelling, and deformity following the initial surgery.